Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the right atrial (ra) lead, placement difficulty was encountered, and high thresholds were noted. One day post implant, it was noted that the ra lead was pacing the ventricle, and a chest x- ray confirmed that the lead had dislodged. When the physician attempted to reposition the lead, high thresholds were noted when the lead was connected to the device. The ra lead was explanted and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.